Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the tubing connector while sleeping and blood glucose level was 200 mg/dl at the time of incident. The site location was at the abdomen and the pump was worn on a lanyard. The infusion was in use for more than two months. Reportedly, the infusions were stored in cabinets. There was possibility of stress or pull on the tubing as the patient slept very rough and the pump was not dropped with the set connected to the patient's body. No further information available.